Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer froze during patient follow-up and there were no errors noted in the parsing sheet, however a system error was recorded in a recent log file and therefore the hard drive was reconfigured, and the software was reloaded and updated. It was additionally noted that the power cord bay was broken, the stylus was missing and the display would not stay up. The power cord bay, stylus and lower display hinges were replaced and the stylus calibrated, the circuit boards and mechanical parts were inspected and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing in the middle of a patient follow-up session. The programmer has been returned for repair. No patient complications have been reported as a result of this event.